Event description:
During attempted implant, the guidewire could not be inserted into the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During attempted implant, the guidewire could not be inserted into the right ventricular (rv) lead. Blood was observed inside the lumen of the rv lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of lead has visible blood residue internally was confirmed but the reported event of unable to pass the guidewire/stylet down the lead was not confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead did not find any anomalies. The lead was tested with stylet and was able to be inserted fully and removed with no anomalies noted. Visual examination of the lead found blood/body fluids inside the inner coil but did not cause any stylet insertion restriction. Electrical testing did not find any indication of conductor fractures or internal shorts.